Event description:
It was reported during a da vinci-assisted prostatectomy procedure that monopolar energy was not working. The site changed the energy cord, instrument, ports on erbe, power cycled erbe and system, but there was no change to the issue. Intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the user to perform a hard restart of vision side cart (vsc) and erbe with no change. The site then tried a 3rd energy cord, but the issue persisted. Reseating connection on the back of erbe also did not resolve the issue. The site elected to abort the procedure post port placement. The customer called back to technical support engineer (tse) for assistance with setting up their valleylab force triad esu. The operating room (or) staff was using a smoke pencil and tried to use the foot pedal with it. Tse instructed customer that the smoke pencils usually have 2 buttons on them for activation. Then the or staff stated that the neutral pad icon is green and then explained they will call back after the case to troubleshoot and configure the valleylab. The site proceeded with the case robotically. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the integrated electrosurgical unit (iesu) as the top monopolar port was not recognizing the cable when plugged in. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue during normal mode testing. The unit will be returned to manufacturer for repair. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion it was reported during a da vinci-assisted prostatectomy procedure that monopolar energy was not working. The site changed the energy cord, instrument, ports on erbe, power cycled erbe and system, but there was no change to the issue. Tse had site do hard restart of vsc and erbe with no change. Then the site tried a 3rd energy cord, but the issue persisted. Reseating connection on back of erbe also did not resolve the issue. The site is aborted the procedure post port placement. If additional information becomes available, the complaint will be re-evaluated.